Manufacturer narrative:
The safesheath ultra lite was in use for treatment. Upon evaluation of the returned unit, the sheath and the dilator were found to be within manufacturing specification. The sheath was properly tipped to the correct size and looked normal. The sheath was split at the distal tip approximately 7.5 cm along the score line. The score line along the length of the sheath looked normal and was within manufacturing specification. The distal tip of the sheath was observed to have impact damage that likely took place when hitting the clavicle bone during insertion. It is possible that this impact could have resulted in the premature peeling of the sheath. Review of the device history record for this lot number identified sixteen units rejected for foreign material and two units rejected for a missing inner label. A review of complaints against this lot number found no additional complaints. Although root cause was not determined, potential causes of this failure are weak score lines in the sheath, improper extrusion or damage to the product during transit. Peel strength is inspected during manufacture. Qa does a manual peel test and score line visual inspection at an aql. The instructions for use (IFU) provides these precautions to the user: never advance or withdraw the guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. The IFU instructs the user to advance the dilator and sheath together with a twisting motion over the guidewire and into the vessel. Fluoroscopic observation may be advisable. A review of risk associated with this failure found the risk to be as low as possible or medium.

Event description:
The customer reported that a left chest port placement was being performed and during insertion of the smart port, the sheath broke down over the wire when hitting the clavicle of the patient. There was no report of injury and following this event, the surgeon obtained another of the same device for use.